Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is currently underway at zoll manufacturing corporation. A review of the downloaded flag data from the day of the event was performed. The review of the data does not indicate a device malfunction that would have caused or contributed to the inappropriate treatment and patient death. There is no indication that the treatment during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm before the treatment.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2016. The patient was performing physical therapy at a rehabilitation facility. Facility staff was present and started to perform CPR. At this time, the device detected asystole. The patient then received three treatment shocks. CPR artifact contributed to the false detection. The patient remained in asystole with CPR artifact after the treatments. The electrode belt was disconnected at 15:39:15. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.

Manufacturer narrative:
Electrode belt sn (B)(4) has not yet been recovered from the field. A review of the downloaded flag data from the day of the event was performed. The review of the data does not indicate a device malfunction that would have caused or contributed to the inappropriate treatment and patient death. There is no indication that the treatment during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm before the treatment. Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2016. The patient was performing physical therapy at a rehabilitation facility. Facility staff was present and started to perform CPR. At this time, the device detected asystole. The patient then received three treatment shocks. CPR artifact contributed to the false detection. The patient remained in asystole with CPR artifact after the treatments. The electrode belt was disconnected at 15:39:15. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.